Event description:
On 1/28/94, rptr had implantation l4-5 for treatment of facet syndrome with spondylolisthesis. Also bone graft to site. On 5/12/95, rptr had surgery to remove hardware. Rptr had facet injections and body jacket with immobilization and left leg spica.